Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information, omsc surmised that this phenomenon might be caused by insufficient or improper reprocessing of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of annual microbiological testing by the user facility, it was found on (B)(6) 2021 that unspecified microbes were detected from the sample collected from the subject device (pcf-h290zi) on (B)(6) 2021. In addition, as a result of additional microbiological testing by the user facility, it was found on (B)(6) 2021 that no microbe was detected from the sample collected from the subject device on (B)(6) 2021. These microbiological test sampling by the user facility were carried out by repeating approximately ten times the method of flowing about 20ml of test water from the instrument channel port, receiving the water at the exit of the instrument channel, and injecting the water again from the instrument channel port with a syringe. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA), using peracetic acid. The filters in the oer-4 had been replaced every 3 months, and the concentration check of the disinfectant solution had been performed at the 19th time. There was no report of infection associated with this report.